Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to connect with the ipg following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was able to resolve the issue and recover the ipg.